Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
Customer reported his blood glucose levels have been higher than normal. Customer explained that on (B)(6) 2015 the display on the insulin pump went blank and he feels that since then the device has not been functioning properly and he has had consistent high blood glucose. He has also received a few more no delivery alarms than usual. Customer also reported that on (B)(6), he woke up at and bloused 8.3 units for a 236 mg/dl reading. He checked his blood glucose at noon and it was 254 mg/dl and did not get a bolus suggestion. During troubleshoot; it was stated the drive support cap is recessed. He has found several bent cannulas and uses insulin directly from the refrigerator. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer had an uneasy feeling about it and due to his job he requested the device to be replaced. Current blood glucose value is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-99722.